Event description:
As reported by our affiliates in (B)(4) during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 29 mm sapien 3 (s3) valve was deployed in the targeted position. A few minutes later, blood pressure was decreasing. Echo showed accumulation of pericardial effusion. Cardiac massage was initiated and extracorporeal membrane oxygenation (ECMO) was introduced. The procedure was converted to thoracotomy due to massive bleeding. The s3 valve was explanted and an annular rupture was found at left coronary cusp. Surgical repair and aortic valve replacement were performed. The patient returned to the ICU with stable condition. Per an operator, this event was associated with edwards device and tavr procedure. The device was discarded at the hospital and would not be returned for evaluation.

Manufacturer narrative:
The valve was discarded. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as exact procedural factors were not provided, however may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.